Event description:
On (B)(4) 2013, the manufacturer's representative reported that he was unable to interrogate his demo generator with the physician's programming system. He stated he has tried all troubleshooting steps, checked the wand battery, checked the serial cables, but it is still not working. The serial cable was switched out with a known working one and the device was successfully able to interrogate; however, it just took a while to start interrogation.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.